Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 8psi occlusion test; however, the specific test value was not provided. A review of the device's serial number history did not reveal any similar complaints. The failure mode was confirmed, but the probable cause remains undetermined. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 8psi occlusion test; however, the specific test value was not provided. No patient involvement was reported.